Manufacturer narrative:
The subject otv-s7proh-hd-12e was returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject otv-s7proh-hd-12e to determine the cause of this phenomenon from now on. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified video-assisted thoracic surgery with the otv-s7proh-hd-12e, the endoscopic image displayed on an unspecified monitor suddenly disappeared. The user replaced the subject otv-s7proh-hd-12e to an endoeye flex defectable videoscope olympus ltf-s190-5 to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s7proh-hd-12e was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following things. The failure of the ccd unit. The discoloration of the switches. The dent and the crack in the video plug. The disconnection of the camera cable caused by buckling. When the faulty ccd unit was replaced with the non-defective ccd unit, the disappearance of the image was resolved. The water-tightness of the subject otv-s7proh-hd-12e was in the specification, and omsc confirmed the other three things was unrelated to the reported event. Based on the evaluation results, omsc considers that the cause of this phenomenon is the failure of the ccd unit. In addition, there was a possibility that the failure of the ccd unit was caused by the aging degradation or the excessive shock due to inappropriate handling by the user. Moreover, inappropriate handling might be a cause of the discoloration, the dent, the crack, the disconnection and the buckling that omsc confirmed. The instruction manual states the proper handling method of the otv-s7proh-hd-12e and the corresponding method in case of an abnormality.